Manufacturer narrative:
Date sent: 11/14/2005. Additional information: d4, 10; g4;h2, 3,4,6. Evaluation summary: the analysis results showed that the instrument was received in good visual condition and with a cartridge loaded in the instrument. The cartridge was received void of staples. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The instrument was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The instrument fired without any difficulties and the staples were noted to have a proper b-formation.

Event description:
It was reported that during a lobectomy procedure, after firing, there were no staples present. The procedure was completed by hand-suturing. There was no patient consequence.